Manufacturer narrative:
Through a legal claim, it was reported a right hip bhr revision surgery was performed due to metallosis, high metal levels, medical device failure, & infection. At the time of revision, both the bhr head and cup were revised. As of today, device return and additional information has been requested for this revision complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. The available medical documents have been reviewed. Review of the provided implantation report revealed no inconsistencies related to the surgical technique or other findings relevant to the reported reasons for the later revision. The provided medical records indicate a surgery date of (B)(6) 2011. Based on the provided information, one reason for the revision was infection. An infection developing between 2 years after implantation is a late infection predominantly caused by haematogenous seeding. No further information on the reported elevated blood metal ions and metallosis was provided, therefore no conclusion on the reported events can be made. Without return of the actual devices or further information, we cannot further investigate or confirm the details supplied in this complaint and our investigation remains inconclusive. However, the available information indicates the infection & revision were not related to the device manufacturing or sterilization. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed in (B)(6) 2013 due to metallosis, high metal levels, medical device failure, infection.